Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse verified pc and connections. Fse cleaned the hard drive and loaded software, but the pc still had the same issue. To resolve the problem, fse installed a new pc, connected all cables, but it booted to an error message. After resetting and connecting a service monitor for pxe loading, it successfully loaded the os to flex vision pc. The reported issue was reoccurred after few days, fse replaced flexvision pc again on the system and return the part for further analysis it showed failed component as dimm. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. To resolve the issue, philips has initiated a medical device correction (z-1156-2024). After implementing and replaced the pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.